Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement, confirmed via interrogations and chest x-ray. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.